Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse was able to reproduce the issue and confirm the reported complaint. The fse replaced the e100 generator unit to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the e-100 generator unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not confirm nor replicate the customer reported complaint. This unit was install into the test system and it worked fine with a test synchro seal instrument installed. The synchro seal was tested with a saline dipped gauze in the jaws and fired. Yellow pedal/sync activations cut/seal about 100 times and the e-100 worked fine without any issue. This complaint is considered a reportable event due to the following conclusion: the customer was getting ¿not detected¿ error message, and complaint investigation confirmed the e-100 generator unit was replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer getting "not detected" message on the e-100 preventing them from using the synchroseal instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and was unable to confirm any related errors. There was no reported patient impact or harm. On (B)(6)2023, intuitive surgical, inc. (Isi) followed-up with the initial reporter and the following additional information was obtained: after the e-100 issue did not resolve, the surgeon continued the surgery with a vessel sealer instrument on the erbe. There was a less than 15 minutes procedure delay. The procedure was completed as planned without any injury or harm to the patient.